Event description:
It was reported that the patient was experiencing issues with the stimulator, such as protrusion, pain upon contact, and significant rib pain after being used for more than five minutes. The patient underwent an ipg replacement procedure and was well postoperatively. The explanted device was not returned as it was disposed by the facility.